Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and non-calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 10 atmospheres for 1 minute. The device was removed without any problems, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.